Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Event description:
Heartbeat detection functionality was verified with alternate methods during an office visit on (B)(6) 2016 and successfully calibrated the device at heartbeat sensitivity level - 2. Diagnostics showed normal device function.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant surgery on (B)(6) 2015, the vns patient&#38112;device was unable to verify heartbeat detection. No pre-surgical assessment was performed. Follow-up revealed that all five heartbeat sensitivity levels were tested but heartbeat detection was unsuccessful (bpm - ). The programming computer was unplugged from the wall outlet and tachycardia detection was programmed on. The surgeon did not attempt to move the generator as the original position was most appropriate for patient. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No further information relevant to the event has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR 1 inadvertently did not include the information regarding the results of an internal investigation. (B)(4).

Event description:
It was identified through an internal investigation that the observed that delays and intermittencies in detecting heartbeat observed were most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. No further relevant information has been received to date.

Event description:
The patient underwent generator replacement due to battery depletion. The suspect product has not been received to date.

Event description:
The suspect product was reportedly discarded. No further relevant information has been received to date.

Event description:
Programming history was received which showed that the patient's device output currents were programmed on during an office visit on (B)(6) 2015, which may have interfered in verifying heartbeat detection. Review of the internal device data indicated that heartbeat sensing with the implanted device was functioning.